Manufacturer narrative:
Initial report ref to natus (B)(4). Customer was asked to return the product to natus for evaluation on december 27th, 2022. As of december 29th, 2022 review of customer's order number shows customer's replacement order is currently on backorder until january 13th, 2023. Because of this, customer may not return the alleged defective product until they receive their replacement. Customer was asked to return the ae questionnaire on december 20th, 2022. Questionnaire states the "camera arm weak and unstable, camera fell into open crib". No additional medical intervention was required. Customer did confirm they had the device over the patient when this incident occurred. Customer specified the unit was "positioned slightly to the right of infant." Customer was provided nicview manual on december 20th, 2022 and informed the unit should not be placed directly over the bed. Acceptable risk associated with the complaint per hazard ID line b2, severity - 3 in doc-019388 risk analysis for nicview spreadsheet, the risk is considered low. No death or serious injury. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. No UDI number applies. Further investigation to be carried out should product be returned.

Event description:
Arm, long (39.5" = 100cm) assy. - failure; camera almost hit baby in head when arm failed and camera fell in the bed. Customer has been notified cameras should never be placed over an open bed.

Manufacturer narrative:
Reference case #10231857. Device returned to natus, evaluated by engineering and completed on march 22, 2023. Engineering could not reproduce the faiure that the customer described. Failure confirmed: no complaint could not be verified, monitor for future occurrence.

Event description:
Arm, long (39.5" = 100cm) assy. - failure; camera almost hit baby in head when arm failed and camera fell in the bed. Customer has been notified cameras should never be placed over an open bed.